Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation and evaluation is currently underway. Device evaluation includes review of downloaded software flag files on the day of the event ((B)(6) 2017). The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. The device normally powered on and was able to detect a rhythm. There is no indication of a device malfunction. Device manufacture date: monitor sn (B)(4): 03/19/2014; electrode belt sn (B)(4): 07/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in a hospital on (B)(6) 2017 while wearing the lifevest. Prior to passing the patient received three inappropriate shocks. At 17:22:42 on (B)(6) 2017, the ECG recordings show that the patient was in bradycardia at 25 beats per minutes degrading to asystole. The three treatments were delivered between 17:27:37 and 17:29:31. The rhythm at the time of the treatments was asystole. Oversensing of low amplitude cardiac signal contributed to the false detections. The device was shutdown at 18:29:35 on (B)(6) 2017. Per holter monitor, the patient was in asystole at the time of the device shutdown.. Asystole is considered to be a non-treatable rhythm. The patient subsequently passed away. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm (asystole) prior to the treatments.